Event description:
Pump programmed to run at 125 ml for two hours for a total infusion of 250 ml. The IV infused completely in approximately 1 hour.biomedical assessment: testing in biomedical engineering found the lvp module functioning properly. There were no errors in the error log. The operation log shows a number of rate and volume to be infused changes during the course of the day, but there is nothing conclusive as to what actually happened.